Event description:
Customer received a reading of 152 mg/dl in the morning then later in the day as they traveled by car, customer lost consciousness and struck a tree. Paramedics transported customer to the hosp where intravenous treatment was provided to raise blood glucose levels. Customer typically tests twice per day and doses based on the readings. As a result of the accident, physician reduced customer's humalog intake from 25 to 15. Testing was conducted on the fingers.